Manufacturer narrative:
All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This event occurred outside the us where the same model is distributed. Product event summary: the device was not returned, however performance data was collected from the device and analized. Analysis of the std (save to disk) revealed high battery impedance. (B)(4).

Event description:
It was reported that the patient experienced a syncopal episode. The device is noted to have reached battery depletion early due to increased battery impedance. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. That data indicates the device went to elective replacement indicator (eri) on (B)(6) 2012 due to high battery impedance.